Manufacturer narrative:
D10: 300-30-06 - eq preserve stem 6mm: (B)(6). 320-10-00 - eq rev tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-34 - eq rev comp scrlck cap kit, 4.5 x 34mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had a left rtsa, underwent a revision procedure due to polyethylene liner disassociation. The liner separated from the humeral tray. They were revised to 42+4 lateralized glenosphere, reverse shoulder glenosphere locking screw and a 42+2.5mm constrained humeral liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No images were provided. No further information. This is 1 of 2 reports for this event.